Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas did not reveal any device-related issues. The device was returned assembled with the pump cable severed approximately 3.5¿ from the pump header. The remainder of the pump cable, as well as the modular cable, was not returned. The sealed outflow graft, sealed outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files were retrieved from the returned device appeared to have captured the device operating as intended prior to the explant procedure. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient was explanted. Additional information was requested but not provided.